Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that crosstalk due to far-p wave oversensing was noted on a newly implanted device. The device was reprogrammed and issue was resolved. The patient was stable after the event.